Manufacturer narrative:
The radical-7 involved in this incident was not returned; however, the device's battery was returned. After troubleshooting by the customer, it was determined that the issue was with the device battery. During evaluation it was found that the rds-1 battery charging light started flickering and did not stop flickering for over half an hour. The battery charge led became lit solidly; however, after the charge cycle, even though the battery seemed to be fully charged, the device could not be turned on using the battery and the device shut down when undocked from the docking station. Even after a reconditioning cycle, the battery could not be used. It was concluded that the battery is defective.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device has charged fully before use, but the battery life is too short (about 30minutes). We couldn't confirm error message and alarm. No patient impact or consequences were reported.